Event description:
The following has been reported: "demo kit sn (B)(6). Hardware profile lvp2 software version: 5.10.0.177 issue - continuously receive air in cassette alarms. Used several different new tubing and unable to bypass the alert." A preliminary review of the logs identified the following issue: air in line alarms (unresolved). Unknown if an active infusion stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for evaluation. Upon return, the device was attached to a bracket and powered on, no alarms or errors were observed. A cassette was loaded on to the device and an air in line error was observed. The device was opened for internal inspection and functional testing. The device was run through set ID testing and passed. The set ID was inspected and no problems were found. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel. The device was able to complete an infusion without failure. Due to the intermittent nature of this failure, the set ID will be replaced during repair.